Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that, cartridges were shaving off occurred during procedure which was not detected by the technician prior insertion. The surgeon also noticed there was something stuck in the lens once implanted. The surgeon tried to clean or remove the shaved part of the cartridge.